Manufacturer narrative:
Technical services discussed this algorithm and also suggested reprogramming options. Technical service review of the electrocardiograms noted that therapy delivered by the device was appropriate for normal device operation.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received a total of 6 shocks, which resulted in therapy exhaustion, on a non sustained ventricular tachycardia (vt) rhythm. It was reported that this patient received these shocks due to the divert/reconfirm algorithm function. The physician was dissatisfied with this algorithm and additional comments were requested from technical services.